Event description:
Hill-rom received a report from the account stating the brakes did not hold when brake pedal is depressed. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The hill-rom technician found the brakes not holding due to the cable assembly is stretched and needs to be replaced. Per the hill-rom service manual, the advance series bed requires effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Check the tires for cuts, wear, tread life, tc. Test the brake casters to determine if the bed moves when you activate the brake mode, replace or adjust when necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006, 2013, and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the cable mechanism assembly to resolve the issue. Based on the information, no further action is required.